Event description:
It was reported that during a port placement procedure, the needle allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port MRI isp, 8 fr chronoflex, int wo sp, attach sl that are cleared in the us. The pro code and 510 k number for the power port MRI isp, 8 fr chronoflex, int wo sp, attach sl are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port MRI isp, 8 fr chronoflex, int wo sp, attach sl that are cleared in the us. The pro code and 510 k number for the power port MRI isp, 8 fr chronoflex, int wo sp, attach sl are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one non-coring needle hub was received for evaluation. Gross visual and microscopic visual evaluation were performed. The investigation is determined to be confirmed for the reported needle fracture and identified separation issue as a complete circumferential break was noted on the distal end of the non-coring needle hub and also the distal needle segment was not returned. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the needle allegedly fractured. The procedure was completed using another device. There was no reported patient injury.